Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device had an error code 200.5040. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 200.5040 technical support- 1. Flash the pc unit or the module to the correct software version. 2. I also explain to the customer that he would need to use the point of care to correct this error. 3. To replace the logic board. A review of the device history record showed the device had a manufacture date of 23apr2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported by the customer that the device had an error code 200.5040. There was no additional information provided and no patient involvement.